Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse explained that the issue was due to a function of the guide tool change (gtc). The tse confirmed that the endoscope rotation movement was normal. The customer was able to resolve the issue during the procedure. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 30-degree endoscope image was upside down. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Prior to the phone call, the customer was able to resolve the issue. The isi tse explained that the issue was due to a function of the guide tool change (gtc). The isi tse confirmed that the endoscope rotation movement was normal. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the event did not involve a reversed control on system arms. The issue was resolved by removing the endoscope and cancelling the gtc function. The issue did not result in patient injury. The endoscope will not be returned.